Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead and left ventricular (lv) lead. The leads were explanted and replaced. No patient complications have been reported as a result of this event.